Event description:
It was reported that during a posterior cervical laminectomy surgery at levels c3 & c7 the motor device "stopped working". The planned surgical procedure was delayed three minutes as a result. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The patient outcome post-surgical procedure was "good". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  (B)(4) evaluated the device.  The unit was tested and was found to have a e6 error.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.